Event description:
The superior attachment system was exposed and deployed in the proper manner. The placement was difficult because the pt had a very short infra renal aorta of 8.5 cm and the surgeon was attempting to implant a 9-cm long graft. Once the superior attachment system was secured, the surgeon positioned the inferior capsule on the inferior neck and advanced the catheter slightly to help assure the intended attachment site would be hit. The jacket was retracted to expose the inferior attachment sight and the hooks caught on the contra side just beneath the intended attachment site. Attempts made to dislodge the hooks were not successful. The surgeon decided to convert the pt to standard open surgical repair. The outcome of the open procedure was successful and the pt recovered.